Event description:
The customer reported the 2800 system displayed a workstation communication error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and repaired the system. The system was tested and operates as intended.